Event description:
Stage ii hapu found under piv. The centurion dressing is a 2-piece design intended to keep IV lines more securely in place. It was noted the 2nd piece of the dressing lays directly over the IV hub, appearing to cause add'l pressure at the hub site. Additionally, the centurion dressing is not transparent which makes visualization of the underlying skin difficult in between dressing changes. During simulation, the incident of the IV hub on a healthy individual's arm was already visible after only 10 minutes of dressing application.